Event description:
It was reported by the customer that after the pc unit is turned on (with no attached modules) and for approximately 15 minutes there are error codes. It is not always the same error code, some examples are codes 13-1007-227, 255-12-275, 255-32768-41, 255-16-275, and 255-0-0. The error occurs when the "very low" battery is being charged. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that after the pc unit is turned on (with no attached modules) and for approximately 15 minutes there are error codes. It is not always the same error code, some examples are codes 13-1007-227, 255-12-275, 255-32768-41, 255-16-275, and 255-0-0. The error occurs when the "very low" battery is being charged. There was no patient involvement.